Manufacturer narrative:
(B)(4). The analysis results found that the tcr10 reload was received with the reload forks damaged with 12 most proximal drivers up. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right colon resection procedure, could not move the firing knob on the second firing with the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.